Event description:
The following has been reported: "the patient with bilnatumomab drug, which should be administered in continuous infusion for 28 days, started treatment on (B)(6) 2024 at 10 am (time reported by the nursing area). However, on (B)(6) 2024 after 15 days of administration of the drug, the head of oncology indicated that the infusion ended two hours before the time it was supposed to end, that is to say, it ended around 8 am. The patient was followed up in the patient's room and did not present pain or discomfort, however, there is concern that it may affect the oncological treatment he has been undergoing. Programming of the pump: at 10 am blinatumomomab medication is started at 28 mcg/day in 240 ml of snn 0. 9%, infusion for 24 hours, started at an infusion rate of 10 ml/hour intravenously (xr blinatumomomab 0. 0125 mg/ml powder for vial injection (38. 5mcg/3. 08 ml). " reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.